Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for possible pump thrombosis in (B)(6) 2015. Further information was requested but not provided.

Manufacturer narrative:
The report of suspected pump thrombosis and a direct correlation between the device could not be conclusively determined. No further information regarding the reported event was provided. The patient remained ongoing on pump support until expiring on (B)(6) 2016. The instructions for use lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information was received from the hospital personnel stating that the patient went for a clinic visit on (B)(6) 2015 leading to admission. The patient, at the time, was having multiple suctions events. Stat echocardiogram revealed possible thrombus in the ascending aorta and the patient's inflow cannula was not well visualized. The patient was sent to the ER for further evaluation for pump dysfunction. A transesophageal echocardiogram was performed with no evidence of thrombus, normal inflow and outflow cannulas velocities, right ventricle dysfunction, aortic valve closed, x-ray of the driveline revealed no fracture, hemoglobin and hematocrit was stable. The patient was discharged at home with weekly labs and periodic visits every two weeks. The patient was anticoagulated with coumadin 5 mg. The patient's inr at the time of the event was 2.6 with inr goal of 2.5 to 3.0.